Event description:
Boston scientific received information that this right ventricular lead was explanted due to a lead fracture. The fracture had resulted in lead noise which was oversensed and caused inappropriate shocks. No adverse patient effects other than the additional procedure were reported.

Manufacturer narrative:
The lead was explanted. No further information is available. This report will be updated if more information becomes available.